Event description:
Same case a MDR ID 2134265-2013-05127. It was reported that during a percutaneous coronary intervention procedure, slow flow occurred and the patient expired four days later. The 90% stenosed target lesion was located in the severely calcified proximal to distal right coronary artery. A 1.25mm rotablator rotalink plus rotational atherectomy system was selected and advanced to treat the target lesion. This was utilized for 29 times with a speed ranging from 203,000 to 230,000 rpm. A 1.50mm rotablator rotalink plus rotational atherectomy system was then selected and advanced to treat the target lesion in conjunction with a rotawire for the 30th ablation at 203,000 rpm. It was then noted that slow flow occurred. The following day, an intra-aortic balloon pump and external pacemaker was used on the patient. It was then noted that the patient lost consciousness and was transferred to the intensive care unit. The following day intratracheal intubation was then performed on the patient. The following day, it was then noted that the patient presented with symptoms of anisocoria, loss of light reflex and brainstem disorder. The following day the patient expired. The physician considered that the slow flow and death was related to the 1.50mm rotablator rotalink plus and rotawire. It was considered that the final ablation caused depression of cardiac function of the right atrium and right ventricular. It also caused nutmeg liver and circulatory failure.

Event description:
It was further reported that slow flow occured after ablation. It was also noted that slow flow was caused by the debris resulting from distal embolization. Intra-aortic balloon pump procedure was done to treat the slow flow.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).